Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that metal particles would possibly be ejected from the universal small a.o. Quick connect drill attachment 1000 rpm and that the device was noisy. The surgery was delayed of 2 minutes and no patient harm reported.